Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported an unspecified bd¿ 1 cc syringe had foreign matter on the plunger and liquid on the tip. The following information was provided by the initial reporter: "oil in the black plunger portion, "lubrication substance on tip"". D.1. Medical device brand name: unspecified bd¿ 1 cc syringe. H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported an unspecified bd¿ 1 cc syringe had foreign matter on the plunger and liquid on the tip. The following information was provided by the initial reporter: "oil in the black plunger portion, "lubrication substance on tip"".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the fdevice was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported an unspecified bd¿ syringe had foreign matter on the plunger and liquid on the tip. The following information was provided by the initial reporter: "oil in the black plunger portion, "lubrication substance on tip."